Event description:
It was reported that the user experienced episodes of hypoglycemia and hyperglycemia while using the device, and a trainer outreach was requested to obtain additional information about a recent hypoglycemic event. Symptoms included low and high blood glucose excursions. Outcomes included no reported alerts or alarms. Investigation included plans to obtain further event details from the user to assess device use and therapy parameters. Investigation of this case revealed that the cause of the hypoglycemia was unclear based on the available information. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.